Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others, brown particles on the gel and brown particles on the shell. A visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare professional reported "the implant/outer shell appeared to be partially destroyed". Histology report provided stated "a few foreign body granulomas, no polarisable contents inside (rate of granuloma max. 2 per 10 hpf)¿, ¿slight lymphocytic capsulitis on the left due to implant rupture with histiocytic foreign body reaction¿. This record relates to the left side device. The device has been removed.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, granuloma and rupture.

Event description:
Healthcare professional reported "the implant/outer shell appeared to be partially destroyed". Histology report provided stated "a few foreign body granulomas, no polarisable contents inside (rate of granuloma max. 2 per 10 hpf)¿, ¿slight lymphocytic capsulitis on the left due to implant rupture with histiocytic foreign body reaction¿. This record relates to the left side device. The device has been removed.